Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Expiration date unknown / not provided. Premarket identification k013227.

Event description:
Doctor reported implant fracture with pain at tooth site 46. Implant was removed with trephine drill. Patient has been rescheduled for new implant placement.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H6: evaluation codes. H10: additional narrative. An impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm was returned for investigation, in the complaint. Visual inspection of the as returned product identified blood and bone on the exterior, bone and a fracture at the collar. Functional testing could not be performed due to the nature of the device and event. The reported device was location is 46 and was used for approximately 2 years 2 months. Device history record (DHR) review was completed for the subject lot number . It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63686949) for similar event and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.